Manufacturer narrative:
Device manufacture date inadvertently omitted from initial MDR.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the batteries were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-ray batteries for the imaging system were leaking and required replacement. There was no patient present when this issue was identified. No additional information was provided.